Manufacturer narrative:
Device explant has not yet occurred.

Event description:
On (B)(6) 2016 a mitroflow dla23 was implanted as part of the mitroflow-pas trial. On (B)(6) 2018 the manufacturer was notified, via the mitroflow-pas clinical registry, that the patient was scheduled for a reintervention and explant due to extreme calcification. The reintervention plan was created (B)(6) 2018. The reintervention is scheduled for (B)(6) 2018. The patient file also stated the consequence of the calcification was leaflet stiffening and aortic valve stenosis.

Manufacturer narrative:
The manufacturer received the following additional information on aug 22, 2018: subject never had the explant and re-do surgery. She was seen yesterday and will have a repeat echo on (B)(6) 2018. Hopefully, her valve function has improved. If not, she will then be worked up for surgery. Here¿s part of the note from her cardiology appointment yesterday: impression/recommendations: 1. Severe aortic stenosis status post savr with #23 sorin mitroflow tissue valve (B)(6) 2016 with possible severe prosthetic valve stenosis by echo (B)(6) 2018 ¿ the patient is over 2 years status post valve replacement. She has had annual echocardiograms as part of the sorin mitroflow study, and as outlined above, her mean gradient has risen from 15 mmhg up to 27 mmhg and to 41 mmhg. Most recent echocardiogram was at a time of severe anemia which now has improved along with her prior dyspnea. 4d cta at hup showed no large thrombus but was technically limited. I asked her to update transthoracic echocardiogram now that anemia and symptoms have improved. It is possible that her prosthetic valve dysfunction/stenosis is not as severe. Perhaps the high-grade venous simply exacerbated by her high flow state given morbid obesity with requirement of high flow to her large body surface area, mild patient-prosthesis mismatch etc. If worsening symptoms or severe prosthetic valve aortic stenosis, will consider transesophageal echocardiogram along with tavr consideration. I have asked her to restart low-dose aspirin daily to reduce the chances of avr thrombosis. She will continue with antibiotic prophylaxis therapy with amoxicillin. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. A functional test video review was performed. Video showed synchronous opening and closing with smooth, continuous motion and no leaflet fluttering. Meets all function test criteria observable on video for a size (23) model dl. Based on the above investigations and the additional information received the manufacturer cannot determine the exact root cause of the original reported issue, however, the patient condition appears to be a large contributing factor to the reported issue. The manufacturer will continue to follow-up with the hospital and will notify the competent authority if any further action is taken by the site regarding the explant of the reported device. At this time no further investigations will be performed.